Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple power source alerts occurred when attempting to charge the pump. Additionally, the battery gauge was observed to be intermittently fluctuating. There was no adverse impact to the customer's blood glucose level. Customer performed a wall adapter change to successfully charge the pump.